Event description:
It was reported that the patient was experiencing continuous pain in the chest at the site of the generator that was causing the patient to vomit. Also, it was stated that the generator had migrated. The patient reportedly visited the emergency room where it was confirmed that there was no infection, and the patient's primary care physician suspected the pain was related to scar tissue. It was also noted that the patient had been hit in the chest area from various falls. The patient wanted the device explanted due to the pain and was referred to a surgeon. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Information was received that the exact type of suture used to secure the generator during implantation is not specified in the operative report. Notably, it was stated that a brand of absorbable sutures are typically used to secure the generator. No additional or relevant information has been received to date.